Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement greater than 125 ohms. Technical services advised the gradual rise in shock impedance measurements is correlated with a rise in mean heart rates and a decrease in activity level, suggestive of a physiologic change. The health care professional confirmed the patient is recently housebound due to a change in their condition. Additional information has been requested but was not provided at this time. This rv lead remains in service. No adverse patient effects were reported.